Manufacturer narrative:
The device sample was received by the manufacturer, but the investigation is incomplete at the time of this report. The device history record investigation did not show issues related to complaint. A document assessment (fmea) was conducted and no changes required.

Event description:
The customer alleges that during preparation, in the operating room, a crack in the swivel connector was noted. A new device was obtained for patient use. No patient injury reported.